Manufacturer narrative:
(B)(4): the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4): placeholder.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. The investigation is on going.

Event description:
A device report from oberdorf indicated a hospital in (B)(6) reported: pt was implanted with pfna nail on an unknown date. During rehabilitation, pt experienced pain and returned to surgeon. X-rays on an unknown date showed the nail was broken. The nail has not been explanted. This is 2 of 2 reports for this event.